Event description:
It was reported that during the procedure of the moderately calcified, distal right coronary artery, the 2.75 mm x 28 mm xience v stent delivery system could not cross the target lesion. There was no reported clinically significant delay in the procedure due to the device issue. The procedure was completed using a 2.5 mm x 23 mm xience v. There was no reported adverse patient effect. No additional information was provided. Returned device analysis noted the stent implant was dislodged from the balloon and returned on the distal end of a non-abbott snare device. Subsequent information received from the account stated that the stent became dislodged during the procedure due to the calcified lesion; the device was retrieved using a non-abbott snare device. There was no reported adverse patient effect.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and stent implant, consistent with the sds being advanced into the patient anatomy. The stent implant was dislodged from the sds and returned caught on a non-abbott snare device, confirming the reported dislodgement. All but the first seven rows of the distal end were stretched. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal edge of the soft tip was jagged. Since this damage was not reported in the incident information, the tip damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and distal stent outer diameters were measured and met manufacturing criteria. The proximal and middle stent outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the moderately calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction would have then led to the stent dislodgement as there was no damage noted to the stent or sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulty. A review of the device lot history record did not reveal any associated nonconforming material records (ncmr), indicating all lot release testing met specification. A query of the complaint handling database for the reported lot was performed and there have been no other incidents reported for stent dislodgement for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.